Manufacturer narrative:
As reported, during an open incarcerated ventral hernia repair the soft mesh was implanted in contact with the bowel. The mesh remains implanted at this time with no adverse patient outcome. Placement of the mesh in direct contact with bowel is contraindicated in the instructions-for-use, supplied with the device stating, "literature reports that there may be a possibility for adhesion formation when the polypropylene mesh is placed in direct contact with the bowel or viscera." Based on the information provided, the reported event is determined to be use related with no malfunction of the device. A review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, open incarcerated ventral hernia repair procedure was performed on (B)(6) 2025. During this procedure a soft mesh was placed in contact with the bowel, contrary to the instructions-for-use. The mesh remains implanted and at this time there has been no adverse outcome.